Event description:
Related to MFR report # 2183959-2012-00865, 2183959-2012-00867. On (B)(6) 2008, the plaintiff was implanted with an ams apogee graft. It was alleged by the plaintiff's attorney that the plaintiff experienced "infections, pain, discharge, distended abdomen, dyspareunia, bleeding, corrective surgery and mental anguish as a result of her implantation. It was also alleged that the plaintiff experienced "mesh erosion, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.